Event description:
A tandem mobi cartridge alarm was reported by the caller, and cts confirmed cartridge alarm 34. It was confirmed that this issue did not cause the customer's blood glucose level to exceed 500 mg/dl (27.7 mmol/l). The customer will continue using their current pump for insulin delivery and was advised of the necessary steps to take upon receiving a replacement pump with updated software. Cts arranged to send a replacement pump and provided instructions for returning the problematic pump to tandem.